Manufacturer narrative:
Model number/catalog number: sc-2218-50e, (B)(4), model/catalog description: linear st trial lead kit 50 cm.

Event description:
A report was received that the trial patient was losing feeling on the legs after the post procedure programming. The patient was sent to the emergency room and underwent an explant procedure. It was noted that the patient was also scanned for possible epidural hematoma but nothing was found on the initial scan. However, when the patient was scanned again the next day, a small fluid was seen. The physician does not believe that it was device related and nothing happened during the procedure that could contribute to the event. The patient underwent a procedure wherein the fluid was evacuated and regained the feeling in the legs postop.